Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that a patient developed a post-surgical infection after a superior left angle fracture of the mandible procedure with an implant. The surgeon had placed the plate near the third year molar, spanning across the tooth left in patient. It was found a plate broke in the patient after implementation and an infection developed in the area. The procedure had been completed successfully without a delay.

Manufacturer narrative:
The reported event of a plate breakage could be confirmed. In the related ti-4746/17 it was stated: "(¿) one ¿ bone plate, mp, 6 hole, curved, bar length 4mm, bar width 2.35mm - broke postoperatively and was returned in order to determine the root cause of the failure. The sample was examined regarding its dimensions, chemical composition (edx analysis), and by light and scanning electron microscopy. The dimensions are in accordance with the specification. The chemical composition conforms to the specification of ti grade 2. The investigation shows that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation with sem shows on the fractured surfaces the appearance of forced rupture and a low cycle fatigue rupture. The fracture surfaces reveal partially predominant proportions of forced rupture and secondary cracks, as well as, swinging lines of a fatigue breakage to some extent. The root cause of the failure could have been one or repeated powerful dynamically overloads of the fracture area of the plate. Indications for material or manufacturing related problems were not found in this investigation. (¿)¿ furthermore, according to the reported event the patient had healed. Conclusively, the plate worked as intended as it is designed to function until bony healing (usually 6-10 weeks) according to the IFU. The plate breakage was recognized approximately 15 weeks after initial implantation. Moreover, additional information was requested several times via phone and e-mail to gain a more profound insight in the event and its circumstances. Unfortunately, no further information were provided. Therefore, the observed infection could not be confirmed. In general, it can be stated that the complained products were non-sterile products that underlie defined cleaning and sterilization procedures on the part of the customer according to the applicable instructions for use (IFU). According to the related risk management file, possible root causes for the infection could have been: product contaminated with too much/ wrong germs/ pathogens; wrong usage/ parameter of sterilizer; set not/wrongly wrapped; wrong/missing information; overloaded/wrongly loaded container/ racks; wrong drying parameters. No corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported by a company representative that a patient developed a post-surgical infection after a superior left angle fracture of the mandible procedure with an implant. The surgeon had placed the plate near the third year molar, spanning across the tooth left in patient. It was found a plate broke in the patient after implementation and an infection developed in the area. The procedure had been completed successfully without a delay.